Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a successful gastric bypass surgery, when the orvil was inserted, the plastic holder with the non-absorbable wire that the anesthesiologist normally removes had been pushed into the esophagus. This happened without anyone realizing it. It was noted that there was a throat damage that resulted into a painful throat that lasted for several days. A nasopharyngeal examination was not able to prove it, eventually, it was fixed by requiring the patient to undergo CT scan of the neck and fortunately it was removed.